Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power and unexpected restart error test. However, analysis was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was programmed with a 5.0 unit bolus. The bolus delivered completely. No unexpected rewind anomaly noted during testing. No bolus anomaly noted. The units remaining in the status screen matches the test reservoir volume. No units remaining in status screen anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 6.0 mmol/l. Troubleshooting was able to resolve the issue. The device was returned for analysis.